Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer got a reading of 3.1 mmol/l and her daughter gave her something sweet to eat. No delay in treatment noted. She said she didn't feel well, heartbeat was fast and daughter called the ambulance. The ambulance arrived five minutes after the result of 3.1 mmol/l was obtained and performed another test with their meter (unknown brand) and obtained 20 mmol/l. Customer was hospitalized for 1 week. A request was made for the return of the strips.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.